Event description:
An attorney contacted depuy mitek and stated that their client had a panalok rc quick anchor with ethibond implanted in their shoulder which resulted in an infection and pain. No other info is available at this time.